Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced pain in the lower legs and feet, swelling of the right foot, and trouble walking. The patient reported no relief from pain, describing constant pain and throbbing in the lower legs and feet. The patient experienced multiple power failures of the implantable neurostimulator, which required the device to be turned back on, and expressed a need for device or programming adjustments. Patient referred to healthcare provider (hcp) and manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient clarified that the multiple power failures were due to them moving residences; with the packing, hotel stays and moving twice the patient said they were through many changes. The patient stated they had soft tissue swelling causing edema in their right foot and ankle, due to a past injury in 2020. The patient said they located a permanent residence, moved in and settled; they then rested and elevated their foot more frequently, as well as given 7 pain pills and antibiotic. The patient noted the issue was resolved, and they would follow up with a local primary hcp, once located.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported a minor adjustment to their controller. Patient has not met with hcp yet. Patient stated meds were added and changed so all is well for now. Issue is somewhat resolved.